Manufacturer narrative:
Product ID# mc1vr01-delsys. Return date: 01-jul-2019. Product event summary: the full delivery system was returned and analyzed. The analysis indicated that the lumen of the delivery system was torn. The articulation of the delivery system was out of plane. The articulation curve of the delivery system did not meet specification. The delivery system outer shaft was kinked/buckled. The delivery system inner shaft was mechanically kinked/bent. The device cup of the delivery system was damaged. Blood was observed on the outer shaft of the delivery system. Blood was observed on the device cup of the delivery system. The analyst noted the full delivery system was returned with the device intact in the device cup. The distal edge of the device cup is damaged. The outer shaft is kink/buckled at 5.3 cm from the distal end of the delivery system. The inner shaft is kinked at 1.5 cm from the distal end of the recapture cone. There is blood on the outer shaft located at the distal end of the stability member. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that the leadless implantable pulse generator (ipg) was not implanted due to continued no capture in multiple locations. It was also reported that the delivery system may be malfunctioning.

Manufacturer narrative:
Product event summary: the device was returned and analyzed. Returned product analysis was performed and no anomalies were found. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Other relevant device(s) are: micra, model #: mc1vr01-delsys / expiration date: 28-aug-2020 / serial#: (B)(4). Device available for eval: no; mfg date: 04-apr-2019; labeled for single use: yes. (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the leadless implantable pulse generator (ipg) was attempted to be implanted but was not used for an unknown reason. The leadless ipg was replaced. No patient complications have been reported as a result of this event.